Event description:
Customer's home care nurse reported blood glucose results of 74 mg/dl and 42 mg/dl within 10 minutes on the aviva system. Customer reported symptoms of hypoglycemia for which she self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.